Event description:
It was reported that the control bar assembly was received with burrs. It was also reported that the parts were received without protective wrapping, causing the burrs. The device was not in patient use and there was no report of patient injury.

Manufacturer narrative:
The control bar assemblies were returned to the manufacturer for evaluation. The device history records were reviewed and there were no related non-conformance. The control bars were packaged correctly per procedure. Device evaluation determined that the control bars displayed nicks along the surface and the leading edge of the component. However, the timing of the reported event could not be determined.